Event description:
It was reported the device displayed the alarm cassette not attached. No patient injury was reported.

Manufacturer narrative:
Other, other text: d5 and e4 are unknown, no information provided to date. Device evaluation: manufacturing device history record review was not performed because the device is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device intact. Functional testing found "cassette not attached properly" alarm messages in the device's event history logs. Signs of fluid ingression found on downstream occlusion sensor - possible root cause of the issue. The cause of the reported problem could not be determined. Downstream occlusion sensor was replaced. This issue will be monitored in an internal ncr and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: d4: model number 2120.